Event description:
It was reported to boston scientific corporation, that a hydrothermablator (hta) procedure set was used during a therapeutic hydrothermal ablation procedure. During the procedure, the physician noticed a fluid leak and paused the system. The physician removed the scope from the patient, which caused a vaginal burn. The physician then restarted the system and completed the procedure with this procedure set. The burn was treated with silvadene cream.

Manufacturer narrative:
The device has not been returned to the manufacturer; therefore, a failure analysis could not be completed. The lot number is not known; therefore, the device manufacture date and expiration date cannot be determined.